Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (b)(6 that the air pen drive device would rattle for a short time and then nothing else would happen. During service and evaluation, it was observed that the motor was defective and the power was too low. The device also failed the following pre-tests: check internal leak tightness and check power with test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.